Manufacturer narrative:
Additional information provided in the device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a amia automated pd cycler set. This issue occurred during use with patient involvement. The care giver (cg) believed that the issue had occurred in initial drain as they were not able to complete any cycles that night. The cg did not recall if there was an alarm associated with the air or not. The cg indicated that there was nothing unusual with the cassette and that they had primed the line completely. There was no patient injury or medical intervention associated with this event. No additional information is available.